Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of returned batteries revealed that the devices passed visual inspection. Functional testing revealed that the battery (B)(6) was unable able to charge. However, it was able to provide power to the test controller. Additionally, the battery flashed red on the battery charger. During functional testing, test equipment was unable to read the battery status due to a communication problem with the main integrated circuit. Furthermore, functional testing of (B)(6) revealed that the battery was also unable to charge or provide power due to an enabled safety flag. This safety flag is enabled due a memory corruption within the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller. This memory corruption causes the battery to become inoperable. An attempt to reset the main integrated circuit was able to reestablish the batteries¿ functionality. Further investigation using a representative sample revealed that the reported event can be replicated by exposing the battery to electrostatic discharge (esd).as a result, the reported events were confirmed. The most likely root cause of the reported battery unable to charge and flashing red as well as the battery unable to provide power can be attributed to a faulty integrated circuit that controls the battery, potentially due to an esd event. CAPA pr00519785 is investigating battery issues related to esd. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 11-may-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA method code(s): b01 h6: FDA results code(s): c0302 h6: FDA conclusion code(s): d06 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to the device evaluation and investigation completion. The internal in vestigation has provide the root cause. The annex c and d codes have been updated. The product event summary has been updated accordingly. The product event summary and the root cause has been updated accordingly with " based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions." Product event summary: the batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of returned batteries revealed that the devices passed visual inspection. Functional testing of bat906027 revealed that the battery was unable to charge. However, it was able to provide power to the test controller. Additionally, the battery flashed red on the battery charger. During functional testing, test equipment was unable to read the battery status due to a communication problem with the main integrated circuit (ic). Furthermore, functional testing of (B)(6) revealed that the battery was unable to charge or provide power due to an enabled safety flag. This safety flag is enabled due to a memory corruption within the main ic that monitors the battery and reports information to the controller. The memory corruption causes the battery to become inoperable. An attempt to reset the main ic was able to reestablish the batteries¿ functionality. As a result, the reported event was confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial #:(B)(6) h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 31-oct-2021, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 29-oct-2020. Labeled for single use: no. Patient ime code(s): (B)(4). Imf code(s): (B)(4). Img code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one battery was not charging and had a red led when connected to the battery charger, and another battery was not recognized on the controller or battery charger. The batteries will be replaced. No patient complications have been reported as a result of this event.